Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l4-l5 spinal root decompression. In 1999, the pt presented with recurrent right l4-l5 herniated nucleus pulposus (hnp) which was severe in intensity. The pt underwent a revision right l4-l5 microdiscectomy later in 1999 and symptoms resolved with treatment in 8/99. In 2000, the pt presented with recurrent lower back pain and lower extremity pain, which was considered moderate in intensity. A medrol dose pak was prescribed. The outcome of this second event is unknown as the pt was lost to follow-up. The investigator classified both events as unrelated to adcon-l and considered them idiosyncratic effects.